Event description:
It was reported that a novum iq large volume pump under-infused fentanyl during a patient infusion. The nurse observed that the fentanyl bag contained more than expected volume. The pump, bag, and tubing were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. Evaluation performed flow rate accuracy test and the device passed the test. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.